Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope acoustic lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on ultrasonic probe; the number of missing element exceeds the standard value, there is a chip in the adhesive area between the acoustic lens and ultrasound probe, due to damage on ultrasonic probe; the displayed ultrasound image is defective with missing elements, due to damage on the cover of the ultrasonic cable; the insulation resistance between the evis and ultrasound connector does not reach the standard, the connecting tube has a scratch, paint on the air/water cylinder is peeled, scope cover plate is detached, universal cord, ultrasonic connector, scope connector, and plate all have corrosion due to water leakage, adhesive on the bending section cover has a crack, chip, and is detached, and due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, it was not possible to further presume the cause of the event from the information obtained in this investigation. As result of confirming instruction manual, it was found that there is description about the phenomenon: instructions. Evis lucera ultrasound gastrovideoscope. Olympus gf type uct260. Important information : please read before use. [Warning]. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.